Event description:
Md had 2 cases in the last 2-3 years of herrick canalicular plugs causing a dacryostenosis and subsequent dacryocystitis which required successful dacryocystorhinostomy surgeries in both cases. Pt details are no longer available. This info is only anecdotal but md clearly remembers occurrences, just not the details.